Manufacturer narrative:
One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported power switching event could not be confirmed via review of the controller log files since log file analysis did not reveal any anomalies during the analyzed period. Analysis of the device revealed that the device failed to meet specifications; the device passed visual inspection but failed functional testing as a result of exhibiting a high max error of 5%, indicative of a unit that is out of calibration. The max error increases if the patient does not allow the battery to drain down to 25% before changing them; however, this was not confirmed via review of the controller log files. The reported power switching event could not be confirmed or duplicated at the bench level. The reported event could not be confirmed or duplicated at the bench level. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the patient that she experienced a power switch. The battery was exchanged with no effect on the patient. No further information was provided.